Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that after a follow up abdominal CT performed approximately 5 years post index procedure, a type ii and possible type ib endoleak were noted. The physician noted that the distal right common iliac measured 17mm distal to the bifurcated limb and, so he planned to use a 20mm distal flared limb. During the re-intervention, retrograde angiogram was performed, and the physician confirmed a type ii endoleak with patent lumbar arteries and a type 1b endoleak. The physician then coiled the lumbar artery and placed glue into the aneurysmal sac. The physician then placed a 16x20x93mm limb to extend to the right hypogastric artery. The physician was satisfied with the final angiogram as no type 1b endoleak was present. As per the physician, the cause of the event may have been due to lack of adequate length of seal of the stent graft limb inside the native right common iliac artery. No additional clinical sequelae were reported and the patient is fine.